Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00017: neck; 3025141-2018-00018: stem.

Event description:
An arh slide-loc radial head replacement system was implanted. At some point post operatively, the head/neck assembly dissociated from the stem. The implants were explanted.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00017 follow up 1: neck. 3025141-2018-00018 follow up 1: stem.